Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited oversensing signals due to myopotentials. The noise was able to reproduce while the patient was coughing. Programming changes and further testing were recommended.